Event description:
Reporter alleged obtaining the results of 200 mg/dl and 102 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter also alleged obtaining the results of 195 mg/dl and 100 mg/dl back to back within 10 minutes on the same compact plus system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.